Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit received without endcap. Evaluation showed that the base handle test low at 48 ft. Pounds and needs to be readjusted. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the black end piece on the mayfield base unit (a3101) was broken. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.